Manufacturer narrative:
Per the IFU, the back adjustment was specified to be checked on a monthly basis without the user in the chair. Also, we recommend checking the product settings regularly in order to assure an optimum fit over the long term since this product is expected to be used over time. For growing children and youths in particular, fitting should be performed every six months. Also, with the child's condition it is recommended to check the chair configuration regularly to ensure proper form, fit and function.

Event description:
The patient became excited, jerked and flexed his body backwards applying significant force to the backrest while sitting in the chair. The backrest on the mps system broke in half and the patient fell backwards in the chair. The backrest was stabilized horizontally with the seat and held the patient above the ground in this position because the straps were in position to hold both the back and the patient.